Manufacturer narrative:
Upon receipt and investigation, if returned, a follow-up report will be submitted. (B)(4). Date submitted: 4/30/2010.

Event description:
The catheter was inserted without any problems. The yellow telescoping shield separated from the shield activator, leaving the needle exposed, resulting in a needle stick in the left wrist. Also, while packaging the unit for investigation, they also received a needle stick.